Event description:
(B)(4). Nausea, vomiting, headache, abdominal pain, cramping, irregular menstrual cycles, hair loss, mood alteration, early onset menopause, fatigue, pelvic pain, pelvic fluttering.